Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion during flow rate testing, which was reproduced. Evaluation determined during a physical inspection the pressure plate travels were out of specification, causing the reported symptom. The pressure plates were adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion of 4cc) during flow rate testing. There was no patient involvement. No additional information is available.